Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed an open sore on his left side. The patient stated that he was using neosporin on the wound. The medical outcome of the patient's sore is unknown.